Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced recurrent peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event one day prior to diagnosis of the event. The patient was treated with ceftazidime and ancef (doses, duration, frequency and route not reported). The patient was discharged three days after hospital admission. At the time of this report, the patient outcome was unknown. The same day as diagnosis, the pd catheter was removed and the patient started in-center hemodialysis therapy. No additional information is available.